Event description:
The customer reported that the right panel has teeth that do not connect when an attempt is made to close the zipper. This was discovered during setup and there no pt contact.

Manufacturer narrative:
Results: eval of the returned product found that the zipper slider body on the left side pt access window is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. MFR references file # (B)(4).